Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose as well as low blood glucose value. The customer¿s blood glucose level was 39 mg/dl and 52 mg/dl. Customer treated high blood glucose with insulin pump and low blood glucose with a smoothie. The customer declined troubleshoot for both high blood glucose and low blood glucose value. The insulin pump will not be returned for analysis.